Event description:
Patient reported occlusion e4 messages for the past two days. At 7:30 a.m. This morning he had a blood glucose reading of 40 mg/dl. He stated the low blood glucose might be because he may have over-bloused last night as he could only bolus .5 units at a time without an occlusion occuring. His normal range is 95-115 mg/dl. He ate a doughnut and drank a glass of orange juice after which he felt better. At 3:30 p.m. He tested his blood glucose readings again and they were at 40 mg/dl. He ate a doughnut and drank a glass of milk and his reading is now 60 mg/dl. Patient tried again to bolus, but the occlusion error was again given after .5 units. He stated he had changed his infusion set (competitor product) and infusion site twice and his cartridge once. Patient was advised to disconnect from the infusion head set and to bolus 2 units of insulin into the air from the infusion tubing. No occlusion occurred. He reconnected to the infusion device and it once again gave an occlusion error after .5 units of insulin. Patient was advised to remove the cartridge and run an empty prime. The infusion device primed with no occlusion. During troubleshooting the patient was not able to manually move the plunger from the insulin cartridge. He was educated on the potential for dry spots in the cartridges. He will change the cartridge. Upon follow-up, the patient stated his blood glucose was "great" and the infusion device was "working fine". The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.